Event description:
It was reported, the ventilator had recently been used by a neonatal patient, and the flow sensor readings will take too long to display the accurate volumes. The customer was using active humidification. No change of device was required, and there was no patient harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.